Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown. Other relevant device(s) are: product ID: neu_unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urgency frequency. It was reported that trial patient stated they will be going to the healthcare professional (hcp) office (B)(6) 2018 to have device removed, tape was irritating their skin. Trial started (B)(6) 2018. No further complications were reported or anticipated.